Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 3000 ml eva tpn bags were leaking from the middle port after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is for ten (10) units of exactamix 3000 ml eva tpn bags which were leaking from the middle port after compounding (previously reported as an unspecified number of units). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed with no issues noted. The reported condition was not verified. The issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, as supplemental report will be submitted.